Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils along with a puncture hole in the insulation at 264mm from the terminal pin which appear to be caused by a grabbing tool. The tip was attached and intact. Resistance tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the day post implant, this left ventricular (lv) lead exhibited an increase in capture threshold and a decrease in pacing impedances. By x-ray evaluation a microdislodgement was not able to be ruled out. Also, the patient experienced diaphragmatic stimulation in the sitting position which was not able to be programmed around. Surgical intervention was performed and this lv lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
--